Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that  the patient presented to the office for follow up evaluation with reports of suboptimal pain control. At the time of appointment the patient was seen by a nurse practitioner. The patient reported a fall approximately 2 weeks ago but stated stim was not providing pain relief even prior to fall. X-rays were completed same day in office which revealed that the leads may have migrated from top t8 to top t10. It was noted the patient would be referred to a neurosurgeon for consultation to discuss paddle lead implant. Surgical intervention was planned.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260. Serial# (B)(4). Implanted: (B)(6) 2021. Product type: lead. Product ID: 977a260 serial# (B)(4). Implanted: (B)(6) 2021. Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional discarded the leads that had been removed/replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2021; product type: lead; product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The patient went to get an MRI and the MRI facility would not perform the scan because they couldn't verify eligibility. The caller indicated that they spoke to the patient but did not have any detail about why the MRI facility could not verify eligibility. The caller was not with the patient. Tss reviewed MRI information. Pt is needing MRI but hcp reports the pt said the scs is not working anymore. Pt got on the line to clarify further. Pt reports 2-3 months ago her pain started to increase every 2 days and she felt stim in her legs. Pt states she turned stim off for the weekend to see if this was related to the scs and when she turned stim back on she felt the same sensation again. Pt reported she called her hcp to inform that the scs was not working. Pt saw hcp 3 weeks ago and had an x-ray done. Pt reports she was informed that the leads had moved but does not know when. Pt did mention she had a fall but this was after the pain increased.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2021; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Pt said that they pain just increased more and more after each programming. Pt said in october they started to experience pain again. Pt said they didn't feel like their therapy was working. Pt said they kept their stimulation turned off for two days and then turn the stimulation back on and they didn't notice a difference. Pt said they are in so much pain they can barely walk. After reset, pt was seeing "no device found". Pt said the last time they charged their implant was 2 days ago. Pt mentioned having issues with no device found appearing on their controller since implant. The patient was able to access MRI mode soon afterwards.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022. Product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had paddle placement today , percutaneous leads explanted, existing ins remains implanted. The doctor explanted leads, however injex anchors remain in patient. Patient was seen at post op and programmed without difficulty to capture her left leg.